Manufacturer narrative:
Additional information: a1, b5,and h6 ( patient code).

Event description:
Additional information provided indicating that there was no patient involved.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited ec 46510. No reported adverse effects.